Event description:
Pico pump stopped working on the second day of use. Skin maceration was reported. A two day delay in therapy was also reported.

Manufacturer narrative:
This medical device report has been submitted in error and smith & nephew herewith withdraws the report with reference 8043484-2015-00223. The report is withdrawn due to erroneous information provided. The event has not let to serious injury pursuant to the provisions of 21c.f.r., part 803.